Event description:
It was reported that patient in m2a 38mm clinical study underwent total hip arthroplasty in 2002. Subsequently, revision procedure was performed in 2004, due to acetabular sepsis and cup dislocation.

Manufacturer narrative:
Expiration date - unk. Current information is insufficient to permit a conclusion as to the cause of the event.